Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint "instrument would not hold the clip". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However; the grip-clip test was performed and failed. The clip could not be held properly by the grips. Visual inspection of the grips found no physical damage. The cables showed no signs of damage. The housing was removed from the back and no damage was found.

Event description:
It was reported that prior to starting a da vinci-assisted unspecified general surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. The procedure was completed with no reported injury.